Manufacturer narrative:
Per the instructions for use, valve embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, the cause of the valve embolization may be related to the patient¿s severely calcified bicuspid valve as well as suboptimal measurement of the native annulus. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), during the transapical procedure, the 29mm sapien 3 was placed in the native annulus. The valve was fully inflated and during the 5 second full inflation time, the valve ¿suddenly jumped¿ into the aorta and embolized. The patient was converted to open heart surgery. The sapien 3 valve was removed and a conventional valve was implanted. The patient is doing well. The annulus was only measured by tee (no CT measurement available). There was a discussion at the beginning if the patient is suitable for a 29mm valve as the annulus might be too big. The annulus measured 28mm2 via tee, with moderate calcification. There was no loss of pacing capture and not stored tension in the system. Balloon aortic valvuloplasty (bav) was performed. The reason for embolization was a bicuspid valve, which the site was unaware of prior to the procedure. It is unknown if the valve was functional or congenitally bicuspid because it was severely calcified. The patient is doing well valve after the implantation of surgical valve, and was discharged home.